Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe solomed 3ml ll 22x1 w/sh sla plunger rod was broken/.damaged. The following information was provided by the initial reporter translated from portuguese to english: customer interacts where on first use she realized that during the preparation of the injectable, at the time of pulling it was normal, it managed to absorb the product and when applying it to the patient she realized that it was ''stuck'' and when forcing to apply, the syringe broke, at the top of the syringe. Afterwards, she took a new syringe to apply the product and was unable to use it. The report is that the syringe looked "stuck" and "hard". Then, in a single instance of medication application, she identified deviations in two bd syringes, one which broke during application to the patient, and the second syringe that she tried to do a new application, but without success. Which part/component/piece of the product is involved in the complaint? Syringe. Purpose of use: in what procedure was the material being or would be used? Injectable application. Medication/substance involved in the occurrence: citoneurin. Quantity of material with deviation 2. Is the sample with the deviation available for analysis? Yes. Quantity of sample with deviation available for analysis. 1. Is the sample contaminated (body fluids or medicines/solutions)? No. If a sample is available, is the collection address the same as the one given at the beginning? Same address. Can the customer send photos of the material to be analyzed? Yes. Customer requests replacement of deviated material? No. In which situation was the variance identified? During use on the patient/contact with the patient. Was there any damage to the health of the patient or the professional who handled the material? No. Was there a need for medical intervention? No. Was their exposure to chemical/biological agents (regardless of the use of ppe)? No. Accordingly, response received on 17may2024: one of the syringes broke when the patient was given the drug citoneurim. The inconvenience was that the pharmacy had to release another box of the drug to redo the application and the customer was "punctured" twice. The syringe was discarded, as it had been used, and the packaging thrown away, as I had no intention of opening it; but unfortunately, a few days later, it happened again, where the top part of the embolus broke before starting the procedure, as shown in the photo. The audio of the call on (B)(6) 2024 was requested and according to the information collected, the incidents were clarified as per the information below. There were 2 units affected, but different situations: situation 01: during application, the syringe got stuck, when pushed, it broke inside the plunger. They had to pay the customer for the medicine and redo the application. / it is reported that for this situation, the professional prepared the injectable medicine, pulled the plunger and it was normal. By the time she pierced the client and injected the liquid, the material was not going down. As she pushed, the syringe plunger broken. The batch of this first syringe is unknown, as it was discarded. Medicine applied: citoneurin. There was no harm to the patient. There was no accidental puncture with the needle. What happened was the patient being pierced with the needle, as a normal part of the application. Situation 02: when picking up the syringe for use, when opening the packaging, it immediately broke in the round blue part at the top of plunger. In this situation, the material was not used to aspirate the medication, since the problem was identified before this step. Related batch: 3263548. Ean code on the packaging: 7891463006608.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, solomed syringe is displayed, no defects or issues observed. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.